Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead had poor sensing function and had dislodged. The lead was partially removed and rep laced. No patient complications have been reported as a result of this event.